Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large due to overestimating the amount of carbohydrates eaten. The customer's blood glucose was 42 mg/dl and was treated by eating mints.